Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file from the time of the reported event appeared to capture the pump operating as intended at the fixed speed for the duration of the log file. An incidental finding of power elevation was noted in the investigation. Pump flow is estimated based on pump power. A power elevation above the patient's baseline was noted in the submitted log file. The power elevation was not sustained and returned to baseline. There do not appear to be any device related issues associated with this observation and changes in pump speed, flow, or physiological demand can affect pump power. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists hemolysis as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to hematuria, elevated lactate dehydrogenase (ldh), and pfh. The patient was on stepdown unit receiving heparin drip.